Event description:
Additional information received indicated the noise that was previously reported resulted in oversensing.

Event description:
It was reported that noise was observed on the right atrial channel. The physician alleged that the event was related to the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.